Manufacturer narrative:
Not explanted.

Event description:
On (B)(6) 2021, an event of svd on a mitroflow lxa27 valve was reported. The implant time and patient impact are presently unknown.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa23, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Since the device was not returned to the manufacturer, no further investigation is possible at this time. Based on the limited information available, it is not possible to draw a definitive conclusion to the reported event. However, from the document review performed, no manufacturing deficiencies were identified. The manufacturer has contacted the physician for further information, but none was received to date. Given that the device functionality over time, patient's clinical history and risk factors, treatment and patient's impact are unknown, the root cause remains unknown at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow valve IFU. The event is, therefore, a known inherent risk of the device. Should any additional information be received in the future, the manufacturer will provide an update to this reporting activity.